Event description:
It was reported that the customer went to the emergency room and subsequently admitted to the hospital¿s intensive care unit (ICU) with a blood glucose (bg) level of 20 mg/dl; cause was unknown. Customer attempted to self-treat bg with glucose tablets and honey but was treated with intravenous fluids of saline and nausea medication at the hospital. Customer was discharged 6 days later, 04/11/2023 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.